Event description:
The catheter was reported to be kinked and scheduled to be replaced. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)